Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the complainant indicated that the intention was to remove the screw from the ¿d¿ hole and due to the instrument malfunction, the surgeon was unable to complete the planned removal of the screw. The screw is retained in the patient. There was no malfunction associated with the screw. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery on (B)(6) 2017. It was reported that the surgeon successfully extracted the screw from (c) hole. However, when the surgeon tried to extract from (d) hole, the screw driver shaft was broken and it was left inside screw head. The surgeon decided to leave it inside the body since he was able to remove the screws. However, if he had tried to remove the (d) hole under the circumstances, he would have had to drill a head, take out all the other screws, and tear off the plate. Because the surgeon thought those are burden on the patient, the surgeon left it as it was and completed surgery. This complaint involves 2 parts. There is no information available about patient and surgical outcome. There was no surgical prolongation reported. The driver tip is inside the body but the status of the patient is good. No additional medical intervention was required. Concomitant medical products: 1x unk lcp-plt 5 hole plate. This report is 2 of 2 for (B)(4).